Event description:
Additional information was received from the clinic that the device was reprogrammed and remains in service. No further details were provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurements of greater than 125 ohms. Additional information was unable to be obtained. No adverse patient effects were reported. The system remains in service.